Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
He customer reported via phone call that they received a hardware low level failures. The customers blood glucose level as 215 mg/dl at the time of incident. The customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump. The sensor will be returned for analysis.